Manufacturer narrative:
The technician found the mounting bracket was bent. He straightened the mounting bracket to repair the bed.

Event description:
Information received indicates the right head siderail is not latching.